Event description:
Ivpb check valve incident with k+rider infusion noted to be backing up into primary bag with bubbling in chamber. Infusion stopped and removed. Tubing and packaging sent to clinical engineering and forwarded to cardinal alaris.